Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following was reported by the patients attorney: on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard mesh (flat mesh). Furthermore it is alleged that on (B)(6) 2014, the patient experienced unspecified injuries. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2007) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no.), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard mesh (flat mesh). Furthermore, it is alleged that on (B)(6) 2014, the patient experienced unspecified injuries. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008- patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿a direct inguinal hernia was identified in the left inguinal region and was dissected. A bard flat mesh was placed and sutured¿. On (B)(6) 2014- patient was diagnosed with recurrent left inguinal hernia, thereby underwent open repair. Per op notes, ¿the scar tissue was freed up. The floor og the left inguinal canal was dissected free and the hernia was identified medially and superiorly, where the bard flat mesh was found to be pulled away. The area was freed up and a synthetic mesh was placed and sutured¿. On (B)(6) 2014- patient had cervical spondylosis.